Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. The customer did not approve the purchase order, and advised that the customer's biomedical department evaluated the iabp unit and resolved the reported issue. The iabp was then released to the customer and cleared for clinical service. Device not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had charging issues. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.